Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 379 mg/dl. Reportedly, customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. Customer had manual injections available as alternate insulin therapy.